Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioflex meter was displaying an unknown error message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8 a.m., on (B)(6) 2020 to obtain a blood glucose result due to the meter displaying an unknown error message. The patient manages her diabetes with oral medication (glyburide and metformin, doses not specified) and it is not known what changes, if any, the patient made with regards to her usual diabetes management regimen at the time of the alleged issue. The patient advised that at approximately 2 p.m., on (B)(6) 2020, she became ¿confused¿ and was ¿unable to walk¿ or ¿hold her body up¿ and that she ¿developed slurred speech¿, experiencing ¿difficulty speaking the words she was trying to say¿. The patient reported that her husband called emergency medical services (ems) who on arrival, performed a blood glucose test on the patient using their device and reportedly obtained a result of ¿31 mg/dl¿. The patient advised that ems had her drink some orange juice and administered glucagon. The patient advised that ems measured her blood glucose ¿approximately six more times¿ following treatment and left when the patient¿s blood glucose reached ¿100 mg/dl¿. The patient stated that she followed up with her doctor the following day ((B)(6) 2020) and that her doctor reduced the dose of glyburide that she had been previously prescribed (dose not specified). At the time of troubleshooting, the csr established that the device was not being used for the first time at the time of the alleged issue occurring. It was not possible for the csr to walk through troubleshooting the alleged issue as the patient had already disposed of the subject device and could not recall the error message that was being displayed at the time of the alleged event. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event and required treatment from a healthcare professional for an acute low blood glucose excursion after the alleged issue with the subject device occurred.